Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed multiple times. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer opened the tower door column, and all of the latch detent microswitches were of the old white style. Fse replaced all of the tower latches with new style latches and tested the tower door using test software. Registered pharmacist recovered and tested all. The system functioned as intended after the field service engineer repaired the device.